Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull-off occurred? Please provide the procedure name and date. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(6).

Event description:
It was reported that a patient underwent an unknown surgery in 2021 and suture was used. During the procedure, the needle pulled off from the thread. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 05/12/2021. Additional information: additional h-3 summary: visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code pdp2017h was received for evaluation. Short insertion could be observed in the strand. The visual inspection concluded that the needle/suture combination was detached from the needle since the insertion end of the suture did not meet the requirement. This defect is caused because the insertion of the suture in the needle was insufficient to keep the needle/suture union during transportation or use, resulting in a pull-out defect. The pull-out defect has been correlated to the manufacturing process. According to the procedures is a class 1 defect. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through quality system. Additional information was requested, and the following was obtained: was the needle removed from the patient during the same procedure? Yes the following information was requested, but unavailable: what tissue/location was suturing when pull-off occurred? Please provide the procedure name and date. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 05/12/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.